Event description:
It was reported that a therapeutic a&p repair procedure was performed where this capio device hit a hard suface causing the carrier to fracture. Another capio was used and the procedure was completed successfully with no pt complications.